Event description:
As reported, the edge seal of a 3dmax light was noted to be ¿cracked¿ while still in the package, when it was brought into the surgical field. The device was not used on the patient.

Manufacturer narrative:
As reported, the 3dmax light mesh edge was noted to be cracked within the package. The subject device was not returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusions can be made. Note, the date of event (B)(6) 2023) is provided as an estimate based on an awareness date. Not returned.